Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced fungal peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was placed on hemodialysis. It was unknown if the patient was hospitalized for the event and treatment information was not reported. It was unknown if the patient recovered from the event. No additional information is available at this time.